Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing headpiece retention and loss of lock issues. The recipient's implant site was swollen and filled with fluid. The recipient was prescribed antibiotics and steroids for two weeks. The recipient is being monitored.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the recipient was prescribed amoxicillin for 10 days.the recipient was not prescribed steroids. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
The recipient's swelling and the fluid at the implant site has been resolved. The fluid at implant site was not related to the internal device. The recipient continues to utilize the device.